Event description:
Possible bowel injury treated with diverting colostomy. Actual injury was not located.

Manufacturer narrative:
The code was selected with "other" meaning that the training, labeling, and reported details were evaluated. There was no evidence of out of spec condition that could have contributed to this event.